Event description:
It was reported that the pt fell down some steps a year ago and may have damaged the device by breaking or bending it. Prior to the fall the pt had no therapeutic benefit from her device. When sitting, she experienced pain in her vaginal area and felt surging at times. She had several adjustments to her programming without success and had turned off her device. Further information is being requested from the hcp.